Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl; system 1), "hi" mg/dl (greater than 600 mg/dl; system 1), 493 mg/dl (system 1), and 111 mg/dl (system 2). The patient used two test strip vials for the result comparison. The lot number for one test strip vial was (690483). The lot number for the 2nd test strip vial was unknown. It is unknown which test strip vial was used for which meter.